Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the at the moment of implanting the lens, a line was visualized in the peripheral area of the lens under the microscope and removed the observed lens from the eye and re-insert another lens of the same model. The patient presented increased ocular pressure, which was controlled and, in the end, the iol was implanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).